Manufacturer narrative:
The t:slim x2 g5 pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after filling the tubing, the infusion set was connected to the customer. Instead of pressing the fill cannula button, the customer inadvertently pressed the fill tubing button and approximately 10 units of insulin was delivered to the customer. Blood glucose was 165 mg/dl. The customer set a temporary basal rate of 0 percent to address the additional insulin that had been delivered.